Manufacturer narrative:
(B)(4).

Event description:
It was reported that several vf episodes caused by noise were observed. Patient received an inappropriate shock. The physician attempted to explant the lead, but was unsuccessful. An additional surgery was performed to cap and replace the lead. The patient condition after the event was fine.